Event description:
It was reported to boston scientific corporation on august 03, 2005 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used the month prior (patient gender, age and weight unknown). According to the complainant, during the procedure, the balloon was inflated for three minutes at the target lesion to 7 atm, however the physician had difficulty deflating the device to in between inflations. When the physician attempted to deflate the device for removal, it took a long time and the balloon only deflated 80%. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned product revealed that the balloon was fully deflated. The device was inflated and deflated to the three inflations for this balloon size and no issues were found. The complaint failure could not be reproduced.